Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the customer¿s reported complaint. For clarification, the instrument was found to have a torn wrist cover. The tear was approximately 0.175" x 0.374" in size. There was no missing material. This failure is attributed to the user. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped without any issues. A review of the logs showed no errors. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have binding of the roll bushing. Friction was observed when manually rotating the main tube. No signs of corrosion were found on the roll bearing. Common cause of this failure is attributed to manufacturing. A review of the instrument logs for part #480460 / batch/lot #l112209170324 associated with this event was performed. Both instruments were last used on (B)(6) 2022 on system serial # (B)(4) with 11 lives remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a portion of the device that enters the patient (distal end) was found to be damaged when the device was removed from the patient. Based on the provided information, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure and after the first use, that when the sureform 60 stapler was removed from the patient, the sheath appeared to be damaged. There was no report of fragments from the sheath falling into the patient. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There were no collisions with other instruments. There were no pictures or videos available, and the patient's information is also not available.